Event description:
A (B)(6) woman sat on a gel-foam cushion which had been next to a room heater on a wall all night. She sat on the cushion approx 30-45 mins and developed a rash like a sunburn. She was taken to a hosp and treated with an ointment and released.